Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia with blood glucose of 410 mg/dl. The customer was treated with manual injection for high blood glucose. Customer was using auto mode. Customer declined troubleshooting for high blood glucose level. The insulin pump will not returned for analysis.